Event description:
Per the clinic, the patient experienced a gradual decrease in performance and sound quality with the device. Subsequently, an explantation was attempted on (B)(6) 2025, however, the explantation was unsuccessful due to difficulty accessing the implant and electrodes. The device remains implanted and the patient was reimplanted with another cochlear device on the contralateral side.